Manufacturer narrative:
The complaint of broken on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Section e initial reporter full phone #: (B)(6).

Event description:
The event occurred on an unspecified date in (B)(6) 2025. The connection part of a tego® connector that reportedly ruptured. This problem continued to occur in almost all shifts of hemodialysis and according to the nursing report, the problem has been occurring for some time (about 2 months). It was necessary to replace the tego connector before the recommended time of 7 days. There was no report of any human harm.